Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the desktop charger cord (dtc) for a deep brain stimulation implantable pulse generator (ipg) appeared frayed and that leakage or rust was observed on the desktop charger. A request was made to replace the desktop charger. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received that patient rep called back stating that they have received the replacement devices but stated that the problem remains the same. Caller stated that the patient was in the hospital back in sept/oct for quite a while, and they didn't think about charging the implantable neurostimulator (ins), the patient usually charges every night. Caller stated that after 6days, the patient started feeling very weird and odd, and thought that the ins needed to be charged, and everything seemed to be working properly after a recharging session. Caller repeated that they called on 15th of october for a frayed recharger cord and desktop charger and showing that everything is constantly charged. Caller reiterated that they have received the replacement devices, but still the same result as before. Agent tried to have the caller connect to the ins to troubleshoot, but the caller is not with the patient during the call. Caller will call back for further troubleshooting. The patient rep called back reporting they received rep lacement dtc and antenna but are still noticing that every time patient starts an ins charging session the battery immediately shows charge complete. They forgot to charge the ins for 7 days and patient started to feel "weird" and they realized it was probably bec ause they needed to charge the ins. Patient charged for 6 hours but did not realize they needed to also turn therapy back on again using the programmer. Reviewed steps to turn therapy on and caller did so successfully. Caller called back and reported all of the same information. They added that when the patient is charging, it will show 50%-75% and then within 20 seconds to a minute it will show full. Agent confirmed that they are not mistaking coupling bars for battery level. The caller noted that the patient is not getting coupling bars shaded in. Agent asked the caller what they see to indicate that the battery is full and explained the battery full icon. The agent inquired what the battery level shows on the pt programmer, and they were unable to check on the call. The caller reported that they tried resetting the recharger multiple times using a paperclip. The caller was not with the patient at the time of the call. The caller repeated that the pt had been hospitalized for a month and began feeling "weird" and that is how they knew that they forgot to recharge the ins. The caller inquired about damage to the ins with discharge. Agent explained discharge vs over discharge.